Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted trachelectomy procedure, the patient developed a pneumothorax. As a result, the surgeon made the decision to convert to open surgery. There is no allegation that a malfunction of a da vinci system, instrument, or accessory. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted trachelectomy procedure, the patient developed a pneumothorax. As a result, the surgeon made the clinical decision to convert to open surgery. The patient did not experience intra-operative complications during the open portion of the procedure. There are no allegations or reports of a malfunction of a da vinci system, instruments, or accessories. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.